Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly and no button error alarms noted. During visual inspection it was noted that the insulin pump had a cracked reservoir tube lip, cracked battery tube threads, cracked display window, missing end cap sticker and cracked case near display window corners.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 131.4 mg/dl. The customer stated that a battery change did not resolve the recurring alarm. Nothing further reported.